Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed the speaker malfunction inop error and that the speaker was defective. The brt replaced the speaker assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips remote service engineer (fse) provided the customer a quote for both a bench repair for the repair of the device and parts order for the suspected device components in question. No actual repair to the customer device was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting information: (B)(6).

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the system displayed an error for a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.